Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). " md at bd, contacted me to report two discrepancies in results between bd veritor and rt-pcr in two asymptomatic bd associates at the curitiba plant. The first associate ((B)(6)) had a nasal swab sample with a little blood, different from the second associate ((B)(6)) who had a bloodless nasal swab sample. After taking the bd veritor of both members, they were positive for sars-cov-2. Dr. Referred the associates to perform rt-pcr through the agreement after 24 hours, where both results were negative (tests performed through the health plan)."

Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082) for the reported batch number 1004994 (actually kit batch number, 1011283). Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided only and no issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend was identified for false positive results. Based on the trend, a corrective and preventive action (CAPA) 1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4) " md at bd, contacted me to report two discrepancies in results between bd veritor and rt-pcr in two asymptomatic bd associates at the curitiba plant. The first associate (mhc) had a nasal swab sample with a little blood, different from the second associate (lw) who had a bloodless nasal swab sample. After taking the bd veritor of both members, they were positive for sars-cov-2. Dr. Referred the associates to perform rt-pcr through the agreement after 24 hours, where both results were negative (tests performed through the health plan)."